Manufacturer narrative:
Analysis synthesis: - the reported error message is known and notably related to a specific bluetooth issue. In fact, this error message is observed because of an issue generated during the smarttouch to smartecg bluetooth pairing procedure. The corresponding driver could not be loaded at booting procedure of the tablet and therefore, the reported error message is displayed when the tablet is turned on. - it should be noted that the tablet remains functional and there is no need for a re-ghost or a re-installation of the latest smartview version.

Event description:
Reportedly, an error message was displayed upon startup and the tablet could not be used.

Event description:
Reportedly, an error message was displayed upon startup and the tablet could not be used.